Event description:
During suprapubic catheter placement, upon 2nd inflation of powerflex balloon, the balloon ruptured. A fragment of balloon was retained in the bladder. Several cystoscopic attempts to remove failed at the time of occurrence. 6 days later pt had cystoscopic removal of balloon fragment with success on 1st attempt. Radiologist inflated 1st inflation to 15 atm. Unknown on 2nd attempt.